Event description:
It was reported that the patient passed away on (B)(6) 2022 due to right heart failure and acute kidney failure. The patient's kidney failure existed prior to their device implant; the patient had severe heart insufficiency. The death was not device related and the device functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4) and the reported right heart failure, renal dysfunction, and death could not be conclusively determined through this investigation. The device was retained by the hospital and will not be returned for evaluation. The relevant sections of the device history records for mlp-032156 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 of this IFU lists right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.